Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during removal of a trochanteric fixation nail advanced (tfna) nail for a total hip replacement, the proximal end of the tfna nail was found broken due to non-union of the previous hip fracture. No fragments were generated. The procedure was successfully completed with no surgical delay. The procedure had no adverse effect on the patient. Concomitant reported device: unknown locking screws (part#unknown, lot#unknown, quantity unknown), unknown helical blade (part#unknown, lot#unknown, quantity 1). This report is for one (1) 10mm/130 deg ti cann tfna 170mm - sterile. This is report 1 of 1 for (B)(4).